Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 38 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube shaft break located 8cm distal to the distal strain relief and a hypotube kink located 3cm distal to the distal strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A visual and microscopic examination of the bumper tip showed no signs of damage. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 85% stenosed, eccentric, de novo target lesion was located in the non-tortuous and non-calcified left anterior descending artery to the obtuse marginal artery. A 38 x 2.75mm promus premier drug-eluting stent was advanced; however, the stent got stuck in the guide catheter and the shaft broke outside the patient. The device was easily removed and the procedure was completed with a non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 85% stenosed, eccentric, de novo target lesion was located in the non-tortuous and non-calcified left anterior descending artery to the obtuse marginal artery. A 38 x 2.75 mm promus premier drug-eluting stent was advanced; however, the stent got stuck in the guide catheter and the shaft broke outside the patient. The device was easily removed and the procedure was completed with a non-bsc stent. No patient complications were reported.